Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The log file captured a no external power alarm event on (B)(6). According to the voltage values, there was a loss of power from the mobile power unit. Power was restored shortly after, and the alarm cleared. The system was not affected, which operated at the stored patient speed value (5,700 rpm). The information indicated the mobile power unit will not be returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) was shipped to the customer on 17may2020. Heartmate 3 patient handbook, rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including no external power alarm. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use, rev c, says to ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
A no external power event was captured on (B)(6) 2021. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. All mcs equipment appeared to be operating as intended. The mpu will not be returning and the patient was discharged on (B)(6) 2021.